Manufacturer narrative:
A non-sterile trufill orbit dcs was received inside of a plastic bag. The hypotube was inspected and kinks were found on it. The introducer was received partially zipped without damaged. The support coil gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage. The embolic coil was still attached to the gripper and it was found stretched. The embolic coil and the gripper were inspected under microscope and no damages were observed over the gripper while the embolic coil was found stretched. Device was flushed using a lab sample syringe (635-002) in the blue zone, after that the pressure was increase until the green zone and at this time the embolic coil was detached without any anomaly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "failure to detach" was not confirmed, the cause of the kinks in the hypotube and the rest of the damages found on the unit could not be conclusively determined, however this does not appear to be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure, the first coil was placed at the target site, but the orbit mini complex fill 3x4 coil was used for the procedure, the coil was attempted to be detached with the syringe (detail unknown), but it could not be detached at the green zone. The coil was removed and changed to other new coil, and the other coil could be detached without any difficulty. The procedure was completed successfully with other coils without any patient injury. When the removed coil was observed, leakage was noted in the connection between the embolic coil and delivery system. No damages were noticed on any section of the syringe. Prior to the failure to detached, the syringe taking was not taking past the green zone, position , and the red zone was not exceed prior to the failure to detached. A dedicated saline source was utilized to fill the syringe. After removal from the patient, no other damages were noticed on the delivery systems (kink, bend, fracture, separated, etc) or coil (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil was still attached to the delivery system. No additional information was provided. The target lesion was unknown, and no information was provided about the target vessel characteristic.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The first coil to be placed at the unknown target lesion, a 3x4 trufill dcs orbit mini complex fill (637mf0304) could not be detached when pressurizing the syringe to the green zone. When the coil was removed, leakage was noted in the connection between the embolic coil and delivery system. No damages were noticed on any section of the syringe. After removal of the coil, another coil was used and it could be detached without any difficulty. The procedure was completed successfully with other coils without any patient injury. After removal from the patient, no other damages were noticed on the delivery systems (kink, bend, fracture, separated, etc) or coil (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil was still attached to the delivery system. A non-sterile trufill orbit dcs was received inside of a plastic bag. The hypotube was inspected and kinks were found on it. The introducer was received partially zipped without damaged. The support coil gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage. The embolic coil was still attached to the gripper and it was found stretched. The embolic coil and the gripper were inspected under microscope and no damages were observed over the gripper while the embolic coil was found stretched. Device was flushed using a lab sample syringe ((B)(4)) in the blue zone, after that the pressure was increase until the green zone and at this time the embolic coil was detached without any anomaly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported event. The reported failure to detach was not confirmed with functional analysis of the returned device. The cause of the kinks in the hypotube and the rest of the damages found on the unit could not be conclusively determined. However, there is no indication of a relationship to the manufacturing process; procedural factors or post procedural handling appear to have contributed to have these damages. Inspections are in place to prevent these types of failures leaving from the facility. It was reported that the coil did not detach after pressurization to the green zone; the instructions for use (IFU) outlines that if embolic detachment is not confirmed after pressurizing the dcs syringe to the green zone, the syringe pressure should be increased to the end of the red zone as outlined in the alternative coil detachment section. Based on the available information and the analysis of the returned device, procedural factors addressed in the IFU appear to have contributed to the reported failure of the coil to detach. Therefore, no corrective actions will be taken at this time.